Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected alarm noted. Insulin pump passed error test and passed self test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported, the customer received an unexpected restart alarm. The customer also reported their buttons became unresponsive. The customer's blood glucose was unknown. It was also found the customer's alarm could not be cleared with the act button. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.